Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to patient issues. No other information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: unknown/not provided. Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: further information was provided that there was no allegation against any johnson and johnson product. The customer originally thought that the lens she reported came from j&j lens, however, it turned out to be from another company. It was reported that there was no issue with a j&j lens. Therefore, this file is no longer considered reportable. Section h6: health effect: impact code: 4629 no longer applicable. Section h6: health effect - clinical code: 1845 no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.